Manufacturer narrative:
(B)(4). The customer returned one introducer needle hub with a broken cannula for evaluation. The separated cannula section of the needle was not returned. Visual examination revealed the needle cannula was broken and separated at 2mm below the hub. A cross-section of the broken end of the cannula revealed it is d-shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub. The needle cannula was broken and separated at 2mm below the hub. The inside diameter (ID) of the cannula was measured and found to be within specification. The outer diameter (od) of the cannula could not be accurately measured as the only section of the cannula not within the hub was distorted. The needle hub was attached to a lab inventory ars tip and the fit was secure. A device history record (DHR) was performed on the introducer needle and no relevant manufacturing issues were identified. Other remarks: the reported complaint of the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, dented, and broken just below the hub. The outer diameter of the needle cannula could not be measured as the separated cannula was not returned for evaluation. The cannula within the hub met the inner diameter specification and a DHR review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context likely contributed to this complaint, however; this could not be confirmed as the entire complaint sample was not returned for evaluation. Therefore, a potential root cause could not be determined.

Event description:
The customer alleges that the needle broke right next to the hub; the rest of the needle was in the patient, but could be removed. A 3-lumen catheter was used instead. No patient injury. No patient complications or intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the needle broke right next to the hub; the rest of the needle was in the patient, but could be removed. A 3-lumen catheter was used instead. No patient injury. No patient complications or intervention reported.